Manufacturer narrative:
Result: loose communications cable with missing jack screws. Damaged / frayed power cord sheathing with exposed wires.

Event description:
It was reported by service report that the unit's bed exit was not functioning, and the power cord was damaged with exposed wires. It is unk if there was pt involvement. However, no adverse consequences were reported.